Event description:
It was reported that the patients paddle lead had migrated. The patient underwent an explant procedure. The explanted device was not returned as per facility policy.

Manufacturer narrative:
Exact date unknown, event occurred for some time.